Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered. Tandem technical support (cts) performed a system check and found that the customer inadvertently performed the load sequence while connected to the site resulting in the low bg. Cts educated the customer to not be connected to the pump during the fill tubing process. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg. Tandem technical support (cts) performed a system check to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.